Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer opened, but the cubie did not open. A field service engineer (fse) observed that there was no yellow indicator present and attempts with other cubies in the same drawer were also unsuccessful, resulting in the error "pberr_device_command_timeout". Upon review, tss found that the latest successful transaction for this medication to patient (B)(6) was completed on 1 june 2026 however, no response was received from the customer. As a result, the case was closed due to inability to reach the customer.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer physically opened but the cubie application displayed the error message: your item is not exposed, please pull the drawer towards you. The customer stated that this malfunction occurred while dispensing the medication. However, there were no adverse events or injuries reported based on this event.